Event description:
The pt reportedly experienced pain when wearing the external equipment. Limited testing of the device was completed, due to pt's refusal to wear the external equipment. The result showed that the device was abnormally functioning. Surgery to explant the pt's device has been scheduled.